Event description:
The plaintiff was implanted with an ams monarc sling to "treat her stress urinary incontinence." It was alleged by the plaintiff's attorney that, "as a result of having the product implanted in her, plaintiff...has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and corrective surgery and hospitalization...and other damages."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.